Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu1462 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter do not fit close in the statlock. It spins in statlock and one catheter was occluded and looked like twisted when they pulled it out.